Event description:
Caller reported a minimum fill notification. There was no reported adverse impact to the customer¿s blood glucose level. Customer successfully reloaded the cartridge onto the pump and resumed insulin therapy.